Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device. The small roller pump in position #1 did not turn smoothly, jerks when the fsr used a hand crank and the pump was very loud during pulse mode. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) suggested to hospital that the roller pump be swapped with small roller pump on system one in storage, while they decide whether or not to send the suspect pump in for eval. The field service rep (fsr) completed preventative maintenance successfully and the system operated to MFR specs and was returned to clinical use.